Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, it was noted that the distal coil of the right ventricular (rv) lead was curved, which prevented the lead from being implanted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, it was noted that the distal coil of the right ventricular (rv) lead was curved, which prevented the lead from being implanted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the distal coil or any other area of the lead were not observed to be curved. It was observed that the helix was slightly bent, but still operated within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.